Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was repaired and returned. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor was giving a video 1 - no signal. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.